Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed.analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range.right ventricular defibrillation impedance steady at approximately 55 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016.the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range,superior vena cava (svc) defibrillation impedance high at 254 ohms through (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead had high superior vena cava (svc) and rv coil impedance. The lead also had oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.